Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the cartridge had been changed since the issue began, but the loss of prime warnings kept recurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the black box indicated loss of primes had occurred. A rewind, load, and prime sequence was performed successfully with no issues occurring. The pump was exercised for 24 hours with no loss or primes occurring. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.